Event description:
It was reported by the affiliate during a colon procedure that the device would not staple, but cut. The orange indicator was in the green area. This resulted in a stoma.

Manufacturer narrative:
Information anticipated, but unavailable at this time.